Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that prior to the insertion of the second trial lead, patient aspirated and had to be flipped onto their back to address the complication. All trial leads were explanted prior to flipping. Patient was intubated during the procedure. Patient woke up fine and left facility with no further complications. The trial lead was discarded per hospital policy. No further information has been obtained despite good faith efforts.